Manufacturer narrative:
The device was returned for evaluation. The device examination showed the device battery holder was damaged; this issue caused the reported problem.

Event description:
It was reported the device alarms and led lights did not work. No adverse effects reported.